Manufacturer narrative:
Additional information received by smiths medical that the device didn't fail while in use with a patient. According to the follow up information, during startup and setting the device for use the device continuously exhibited errors for syringes not being correct. The customer tried using the monoject 20ml syringe and the device request that the customer's confirm it was a 35ml syringe. It was also reported that when the device was not in use the customer noticed the barrel clamp wasn't sitting flush to the device and was potentially the cause of the reported issue.

Manufacturer narrative:
One medfusion pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Visual inspection and checking of the calibration verification on the sizes of both qc slugs were conducted. The barrel clamp head was found not sitting flush and the pump also failed reading on both qc slugs. The issue was caused by the tapered spring which slipped over the collar of the barrel clamp rod. The tapered spring, barrel clamp rod and barrel clamp head screw were replaced to resolve the issue. The pump was also re-calibrated.

Event description:
Information was received indicating that a smiths medical medfusion pump's syringe barrel was not sitting flush and was misreading syringe sizes. There was no reported adverse event.